Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays have been returned to assess the component fit and orientation per the surgical technique. No devices or photos of the revised devices have been returned, so the exact condition of the components is unknown. No additional complaints have been received against the manufacturing lots of the products related to this complaint. In general, patient factors that may affect the performance of the components include: age, bone, quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to dislocation.